Event description:
Customer reported blood glucose results of 53 mg/dl, 59 mg/dl, and 107 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Strips not available for return, replacement system sent.